Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall. There was 1 event with patient involvement with a fall; no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 5 malfunction events, instead of 6.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced ibed awareness cannot be activated, which is not reportable. Section h codes have been updated.